Event description:
It was reported that the procedure was to treat a lesion with mild tortuosity and mild calcification in the mid right coronary artery. Pre-dilatation was performed using an unspecified 2x18 mm balloon catheter. A 2.75x48 mm xience xpedition rx stent delivery system (sds) was advanced and deployed in the target lesion; however, an edge dissection occurred. The device was removed and a new xience stent was used to cover the dissection. There was no adverse patient sequela. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.